Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2014-20465. Reference MFR. Report# 1627487-2014-20466. It was reported the patient experienced ineffective and unintended stimulation. Diagnostics revealed low impedances and autoreduction. The physician has requested CT scan and surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2014-20465, reference MFR. Report# 1627487-2014-20466. Further follow up identified the patient underwent surgical intervention where the scs system was explanted and replaced which resolved the issue. The patient had effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report# 1627487-2014-20465, reference MFR. Report# 1627487-2014-20466.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.